Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cre14s recanalization catheter allegedly experienced detachment of device or device component and an activation problem. This report was received from one source. This malfunction involved one patient with no patient consequences. The female patient age is 75 years and weight was not provided.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The device was not returned for evaluation. The investigation will be inconclusive for the alleged weak vibration and tip detachment issue. The definite root cause could not be determined based on the available information. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products is identified in d2.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cre14s recanalization catheter allegedly experienced detachment of device or device component and an activation problem. This report was received from one source. This malfunction involved one patient with no patient consequences. The female patient age is (B)(6) years and weight was not provided.